Event description:
Customer's father alleges gas spring shock broke on unit and caused the back to spring forward and client hit his face. Father reported the lap belt came undone at the time.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.